Event description:
Baxter (B)(4) received a report that one (1) infusor device would not flow after priming. The device was filled with cytostatics. The occurrence date is unknown. The affected units were not used on patients, there is no patient involved. There was no report of patient involvement, injury, or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no nonconformances.